Event description:
Ous MDR - during a regular in-office follow-up on (B)(6), the remaining battery decreased to 89% with 2.81v though the remaining battery showed 100% with 3.1v in the last follow-up (B)(6) 2014. A message of elevated power consumption with an error code was shown on the programmer screen. A capacitor reform was performed on (B)(6) 2014 with a charging time of 8.8 seconds without any problem. Battery status was changed from bol to mol1 with no therapy delivery. Pacing rate of both a and v were 0 %. Since all the parameters looked fine, the patient went home. Afterward it was confirmed that there was another error code during the last in-office follow-up (B)(6) 2014. Additionally, this patient does not have any particular therapy which might affect the device. The physician was unable to get the patient in for an additional in-office follow-up.

Manufacturer narrative:
On 3/30/15 - we were informed the device has since been returned for analysis. The ICD was returned for analysis. An incoming interrogation of the ICD revealed the device status mol1, 9 charging cycles were recorded. The ICD was subjected to an electrical inspection. Thereby an elevated current consumption of the device could be confirmed. The ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. During the electrical analysis of the electronic module a damaged capacitor was identified, which is the root cause for the elevated current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In particular during the final acceptance test no anomaly in the current consumption of the device was observed. In summary, the root cause for the elevated current consumption was identified to be a damaged capacitor on the electronic module. However, the ICD was fully capable to deliver therapies while implanted and in service.